Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one of the grippers would not raise. Clip was removed from the patient, and it was noticed that gripper line was broken. Clip was replaced with another clip. After capturing the leaflets with the replaced clip, the clip failed to close. It remained open approximately to 30-40 degrees. Leaflets were freed and the clip was taken to the left atrium (la), clip was fully mobile and could be closed. Second attempt was performed but was unsuccessful. Procedure was discontinued. Imaging was difficult. All steps were performed as per IFU. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.